Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"It was reported that propophol and blood leaked from the three-way stopcock; patient almost woke up from anaesthesia when did the incident occur? During use short description three-way valve is leaking".